Event description:
The pt reportedly elected to proceed with revision surgery for a technology upgrade. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.